Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate profile prosthesis and experienced right-sided deflation postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2021

Manufacturer narrative:
Additional information received on june 02, 2022 indicated that the patient underwent bilateral replacements as follow: l/ cat#: 3503751bc, (B)(6), r/ cat#: 3503751bc, sn#: (B)(6). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 28 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold extended from the anterior to the posterior view. In addition, a tear was noticed within the crease/fold on the anterior view, measuring approximately 1.8 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 19, 2022 indicated that the initial reporter address is updated, doe updated from oct/20/2021 to may/25/2022. Patient dob updated from (B)(6) 1982 to (B)(6) 1982. Replacement: (B)(6). Manufacturer¿s reference number: (B)(4).